Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip procedure, while the surgeon was conducting an anterior approach total hip, the cup inserter broke while malleting the cup into place. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was confirmed by testing of the returned instrument. Visual inspection verified the positioner was fractured, the strike plate showed impact from previous uses, and the cup positioner body showed superficial scratches. No other damage was identified. Hardness test was performed and results show the instrument is conforming. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.